Manufacturer narrative:
Concomitant medical products: product ID: 97791, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer representative. The patient reported being close to a window in the building when he was struck by lightning. The event date could not be obtained. Since the lightning storm, he had high impedances and his spinal cord stimulation hadn't been as good. Troubleshooting included impedance checks and reprogramming. The issue did not resolve. The patient was alive with no injury at the time of the report. There was no surgical intervention that occurred, nor planned. Information was requested regarding the device information and further actions/intervention taken to resolve the issue. A supplemental report will be sent should additional information be received.

Manufacturer narrative:
Device evaluation: analysis of the lead found that all conductors were broken 17.7 cm from the distal end.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was implanted with a new lead and was "getting good stimulation." The patient was "doing well" at the time of follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.